Event description:
A concentric medical inc. Employee became aware of the following incident during the stroke conference at (B)(4). The physician, dr. (B)(6), mentioned the following incident. During a case that dr. (B)(6) performed, hydrophilic coating particles were found in distal anatomy during an autopsy after a pipeline flow-diverting stent was placed. A dac 070, manufactured by concentric medical, was used and could have been a potential source. A marksman catheter manufactured by ev3 was also used during the case. This is the only available information regarding the case, there were no other details provided. There was no evidence of a concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.